Event description:
As detailed in an article published in the (B)(4), a subject received an lps device, and at 20 months post-surgery began to experience pain, swelling, and loss of motion. After infection was ruled out as well as radiographic review was clear, and testing for hypersensitivity revealed nothing, the subject underwent a revision. Although the components were well fixed, there was a bloom of black encrustations in the morse taper junction of the distal femoral component. Once the component was removed, corrosion was clearly evident as noted by discoloration and etching on both sides of the joint. A new component was placed and the last follow-up reported was at 8 months and the subject has had no evidence of the complication recurring.

Manufacturer narrative:
The device referenced in the article was not returned to depuy. Review of the device history records and/or a complaint database search was not possible as the product codes and lot codes required were not referenced in the article. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.